Manufacturer narrative:
Clarification to d6b explant date: not provided.

Event description:
The devices have been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV diagnosed via ultrasound. Later healthcare professional reported "pain, hardening and deformity". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.